Event description:
Biased (B)(6) results were obtained on (B)(6) it is unknown if patient treatment was altered or prescribed on the basis of the biased (B)(6) results. There was no report of adverse health consequences as a result of the biased (B)(6) results.

Manufacturer narrative:
Siemens healthcare diagnostics has confirmed that the dimension® (B)(6) flex® reagent cartridge lots ga4266, ba4273, ba4280, ba4287, ga4301, ga4315, gc4322, ga4343, ga4350, ga4357, ga5013, and ga5020 exhibit a positive bias averaging 0.4% hemoglobin a1c units and occasionally up to 1.0% (B)(6) units for patient samples when compared to the national glycohemoglobin standardization program (ngsp). Qc samples may exhibit a similar bias. This bias resulted in complaints for (B)(6) survey failures. In the urgent medical device recall letter dated (B)(4) 2014, #14-60 issued to customers who were shipped the impacted lots, siemens directed customers to discontinue use and to discard the impacted lots. Siemens stated it would replace any unused inventory of the affected lots at no charge with a non-affected lot.